Event description:
It was reported that the balloon ruptured. The 80-85% stenosed target lesion area was located in the cephalic vein confluence. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated to 6 atmospheres for 30 seconds, however it did not inflate upon attempting to inflate it again in another part of the stenosis. Subsequently, the balloon ruptured and there was blood mixed in the barrel when the plunger was pulled back. The balloon was removed successfully. The procedure was completed with a different device but same indeflator. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 80-85% stenosed target lesion area was located in the cephalic vein confluence. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated to 6 atmospheres for 30 seconds, however it did not inflate upon attempting to inflate it again in another part of the stenosis. Subsequently, the balloon ruptured and there was blood mixed in the barrel when the plunger was pulled back. The balloon was removed successfully. The procedure was completed with a different device but same indeflator. There were no patient complications reported.